Manufacturer narrative:
(B)(4). The implantable neurostimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the following an initial implant of two deep brain implantable neurostimulators (ins), one of the stimulators would not communicate with either the physician or the patient programmer while the patient was in recovery despite two hours of attempts, including repositioning of the patient. The stimulator had communicated during the surgery, but not post-operatively. There were no communication problems with the other ins. (B)(6) later the pocket was opened. It was determined that the ins had not flipped and that the thickness of the tissue covering the ins was 2.5cm. An unsuccessful attempt was made to interrogate the ins with the incision open. The ins was removed from the pocket and another unsuccessful attempt to communicate with the ins was made, this time with the "wand" directly touching the ins. The ins was then disconnected and replaced. There was no problem interrogating the new ins both intra and post-operatively. There were no adverse events resulting from this surgery. See MFR report #3004209178-2011-07529 regarding impedance issues with the new ins. See MFR report numbers 3007566237-2011-07530 and 3007566237-2011-07531 regarding issues with the leads implanted prior to the original ins and resulting hospitalization.